Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The keypad and touch screen responded properly, and the device was able to obtain measurements with all the enabled parameters. The device was found to visually and audibly alarm during alarm conditions. The external device housing temperature was measured, and the temperature did not exceed the maximum allowable limits. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device switches off after approx. 90 minutes, and all settings are deleted. There was no patient impact or consequence reported.

Event description:
The customer reported that the device switches off after approx. 90 minutes, and all settings are deleted. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: device evaluation is anticipated and a follow up report will be submitted at the conclusion of the investigation. Health effect impact code: no adverse event; no patient impact.